Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer of peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient's wife contacted home care services (hcs) and reported the following: on an unreported date, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Cause of peritonitis was unknown. At the time of this report, the patient had not recovered from the event and pd therapy was ongoing. A causality assessment was not provided. The peritoneal dialysis registered nurse was also contacted by hcs, but declined to provide further information. On (B)(6) 2012, product surveillance (ps) contacted the home patient (hp)'s wife regarding an unrelated alarm. The wife reported the patient was in the hospital to have his catheter removed. The wife stated the hp was "in a bad condition."

Manufacturer narrative:
(B)(4). This is report 2 of 3. This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for gd891770 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.